Event description:
Customer reported an issue with the dpm 6 monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and duplicated the problem. Corrections included replacement of the unit's motherboard. Problem was resolved.